Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalizes on (B)(6) 2016. The caller stated that upon the paramedics' arrival, the customer's blood glucose was 50 mg/dl. The paramedics gave the customer glucose packets, however, the customer's blood glucose did not raise until she arrived to the hospital, where her blood glucose was 130 mg/dl to 140 mg/dl. The paramedics disconnected the insulin pump and gave it to the customer's spouse, stating that the customer's blood glucose is 50 mg/dl and she will not need the device. The caller stated that the customer passed away in a hospital, on (B)(6) 2016. The cause of death was bacterial aspiration and pneumonia. The customer stopped dialysis on (B)(6) 2016. The customer had kidney failure and congestive heart failure. The customer was not wearing the insulin pump at the time of death; it had been disconnected nine days prior to death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.